Event description:
The initial reporter alleged questioned results generated during the use of the kit cobas 58/68/8800 mpx 192t ce-ivd assay on the cobas 6800 instrument. On (B)(6) 2024, the customer observed a positive CT (cycle threshold) value of 41.19 for the hbv control. On (B)(6) 2024, an external 1x limit of detection (lod) hbv dna control tested negative. The customer subsequently retested the same 1x lod panel and generated a positive result.

Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 58/68/8800 mpx 192t ce-ivd assay performed within specifications. The observed discrepancies, including the variation in results for the 1x limit of detection (lod) hbv dna control, were attributed to sample-specific factors. No systemic issue was identified, and a review of batch data did not reveal any trends.